Event description:
Two lesions in the left circumflex. Vessel was calcified and tortuous. Attempted to deliver distally several times. Ballooned several times with maverick balloon. On the 3rd attempt, the stent dislodged on some calcium that was in the proximal circ. Distal lesion could not be treated. The stent ended up proximally, so the physician delivered a couple other balloons and expanded the stent in the proximal lesion. No patient harm.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.